Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent infusion set cannulas fell out. Reportedly, the customer did not fully clip the pump to the belt, which caused the pump to fall when customer stood up. Customer acknowledged that he belt clip was "very tight", and issue was solely due to use error. There was no reported impact to customer¿s blood glucose. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed.